Manufacturer narrative:
The device history and sterility records have been reviewed by manufacturing and found to be in compliance. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a follow-up medwatch will be filed. (B)(4).

Event description:
It was reported by an eyecare professional that a patient experienced irritation, redness, an infiltrate and a central corneal ulcer in his right eye. Examination revealed a 1 mm central corneal ulcer, a 3 mm infiltrate and less than 50% corneal staining. The patient was treated aggressively with antibiotic drops and corticosteroids over several days. Event resolved with permanent scarring noted but no significant decrease in visual acuity.